Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts to obtain any additional information on the specific model and serial of the crt-p and lv lead that exhibited the above 2,000 ohms pacing impedance measurement were unsuccessful. No adverse patient effects were reported. All evidence currently suggests that both products remain implanted and in service.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), the pacing impedance measurements were above 2,000 ohms on the left ventricular (lv) lead. The model and serial information on the crt-p is currently unknown as well as the specific manufacturer of the lv lead. All current evidence indicates that the device and lv lead were successfully implanted. No adverse patient effects were reported. No specific allegations against the device or lv lead have been received.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.